Event description:
It was reported that during a ptca procedure, the balloon lost pressure at 8 atmospheres, and then the device could not be removed easily from the lesion. During the withdrawal attempt, the balloon detached from the device and was left behind in the distal rca. Using the guide wire, the separated balloon was able to be moved to a "larger" (unspecified) artery, but it was not able to be completely removed. The separated balloon segment still remains in the patient.